Event description:
It was reported by the rep that the device was used during a subtotal gasterectomy. It was reported the surgeon used a tlh90 to transect the stomach and fired the stapler. However, when the stapler was released the staples were not formed. The stapler was not saved. There was no consequence to the pt.